Event description:
On (B)(6) 2025, the user experienced high blood glucose (bg) with readings of 399 mg/dl on continuous glucose monitoring (cgm) and 539 mg/dl by fingerstick. Troubleshooting showed no issues with the infusion site or tubing. The user¿s spouse administered a manual insulin injection (mdi), and bg began to stabilize after resuming ilet use. The highest blood glucose (bg) recorded was 539 mg/dl. Bg was corrected with a manual injection and resumed insulin delivery from the ilet 2.5 hours later. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.